Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) came in with issues using the pump. The pump did not work, and the cylinders did not inflate. Fluid loss is suspected from cylinders, but physician was unsure if cylinder sheath was coming off prior to removal or upon removal. The ipp was explanted. No patient complications reported.